Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. In addition, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.